Event description:
It was reported, the patient went to the emergency room (ER) 2 days prior to this report because, he could not empty his bladder and he experienced pain. The patient was catheterized and drained and another catheter was "left in." The patient's wife removed the second catheter the day of this report and since it had been removed the patient had been going to the bathroom every 10-15 minutes. It was noted, the patient did pass some blood when the catheter was pulled out but it was though it was irritated from the removal. The patient was currently using program 1 at 0.4 volts (v) which had been lowered from 0.5 v. The patient was on antibiotics since surgery. The patient had an appointment scheduled later the day of this report with his physician for follow up after being in the ER. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information was reported that the patient had a lack of therapeutic effect, pain, and blood in the urine. The benign prostatic hypertrophy (bph) and retention listed as the cause of this event. The patient responded to medical treatment.

Manufacturer narrative:
(B)(4).